Event description:
Procedure: inguinal hernia repair. According to the reporter: the mesh tore while the surgeon was trying to reposition. The procedure continued with another device.

Manufacturer narrative:
(B) (4). (B) (4).